Event description:
A transesophageal echocardiogram performed following placement of the bovine pericardial valve showed significant aortic insufficiency through a central jet between the three leaflets of the pericardial prosthesis. The pt was placed back on bypass and the previous aortotomy was again opened. Upon inspection of the pericardial prosthesis, it was noted that the three leaflets were shortened such that they did not approximate in the midline, thus creating a large central area for aortic insufficiency. The valve was well seated to the aortic annulus. The valve was explanted and replaced using a st. Jude mechanical prosthesis.